Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information has been provided regarding the reason for explant and device status; therefore, no additional investigation into the root cause of this event can be performed at this time. There has been no information to suggest a device quality deficiency related to this event.

Manufacturer narrative:
(B)(4) = vegetations. Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was removed due to prosthetic valve endocarditis. According to the operative report, the patient initially had this valve placed for critical aortic stenosis of his native aortic valve. The patient had an uneventful postoperative course but then presented to an outside hospital with fever of unknown origin. The patient was found by echo to have tricuspid valve vegetation and his blood cultures were (B)(6). The patient was treated with antibiotics for several weeks and on antibiotics, developed prosthetic aortic valve endocarditis. The patient on echo had a significant embolic risk with a large vegetation of the aortic valve which was prolapsing through the valve out into ascending aorta. It was felt that urgent replacement of the aortic valve and repair of the tricuspid valve was warranted. Upon removal, there was a large vegetation emanating from the ventricular side of the valve. A new edwards bioprosthetic valve was placed with satisfactory results. The patient tolerated the procedure well. Per the surgeon, the reason for explanting the device was not related to a device malfunction. Unfortunately, the edwards device was not returned for analysis. Without return of the device, an evaluation cannot be performed to confirm the reported event. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was indicated as (B)(6).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic valve was explanted after an implant duration of approximately 4 months, and replaced with another edwards' pericardial valve. The reason for explant has not been provided by the healthcare provider.